Event description:
It was reported that the patient had pump stops while on batteries but had no issues on an orange non-grounded cable. They had a slash/tear in their driveline near the silver end. Waveforms were sent to help in diagnosis for a driveline fix. Log files captured speed drops and pump stops on (B)(6) 2022 that appeared to be occurring while the pump was connected to the power module. X-rays of the driveline that were submitted were unremarkable. A driveline repair requested, but instead the patient was discharged on a non-grounded patient cable with a clamshell repair kit installed on the driveline tear.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted log file confirmed low speed and pump stop events which appeared to be consistent with a potential issue with the driveline. Evaluation of one of the submitted photos also confirmed damage to the driveline distal bend relief damage. A specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contains data from (B)(6) 2022 to (B)(6) 2022 and recorded low speed and pump stop events on (B)(6) 2022 while the patient was either fully or partially connected to the power module. An external driveline repair was requested but was ultimately not performed. Instead, a clamshell repair was performed on (B)(6) 2022 for the reported controller-end driveline bend relief damage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient observed no symptoms but stated that they felt the pump stops. The alarms resolved after rescue tape was applied.